Manufacturer narrative:
Per tandem user guide: avoid exposure of your system to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using cold insulin. Customer reverted to an alternate method of insulin therapy. There was no reported adverse impact.